Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient declares a product leak at the tubing filter. No medical treatment, except for the blinatumomab in the tubing (with slight loss of product due to the leak). There was patient involvement, but no clinical or patient injuries.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. The probable cause is due to the filter losing its hydrophobic properties. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.